Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide catheter insertion was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter. The sample was received fully assembled. No obvious use residues were observed. Microscopic inspection of the catheter revealed the distal tip to be irregular. The irregular tip appeared to cause a rough transition between the catheter tip and the needle shaft. The observed roughness between the catheter tip and the needle shaft would potentially result in resistance during attempted device insertion. The lack of use residues suggested that the catheter tip irregularities likely occurred during the catheter tipping process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of reey0285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "dullness of bard powerglide pro midline catheters" additional information received via phone call " we have to jab the patient very hard, and it will not go in the vein at all even if we are able to break skin. The plastic part of the catheter is flared." (B)(6) 2022: the returned catheter revealed the distal tip to be irregular. The irregular tip appeared to cause a rough transition between the catheter tip and the needle shaft.